Event description:
Pt was an (B)(6) female with basilar artery occlusion. Physician made three passes with a merci retriever v 2.5 soft for the occlusion. Pt had a thrombolysis in cerebral infarction (tici) score of 2b after treatment. Subarachnoid hemorrhage (sah) was confirmed post-operation. Tissue plasminogen activator (t-pa) was not administered to the pt during procedure. Medical intervention was not performed. Pt expired on (B)(6) 2012 due to development of cerebral infarction. Physician believes that it is possible that the sah is related to the use of the merci retriever and that the pt's outcome is due to development of cerebral infarction and not related to the sah. Physician also believes that it cannot be specified whether the sah was an actual hemorrhage or extravasation of contrast media.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g. Pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.5 soft device could not be reviewed.